Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. The unit passed all flow rate tests.

Event description:
It was reported that during a procedure, the pump was not pushing water into the joint. No patient effect.